Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. The morning of the day of the event (B)(6) 2023 the boyfriend of the patient treated the patient with a glucagon shot when the cgm reading was low. No specific cgm reading was reported and no fingerstick was taken at that moment. At the time the patient was given the glucagon shot, the patient already experienced feeling sick and throwing up. These symptoms persisted and the patient eventually passed out. An ambulance was called at 3 am, and the patient was brought to the hospital. When the patient arrived at the hospital, the cgm was reading 60 mg/dl and the blood glucose reading was 700 mg/dl. The patient was diagnosed with diabetic ketoacidosis and got admitted in the hospital. The patient received lispro insulin, but the route of treatment was unknown. The patient was discharged the day after the event, in the afternoon. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.